Event description:
The report stated that the device was used for lymph node dissection. On the 3rd sealing cycle, an incomplete sealing occurred with an end tone. On the 5th seal cycle, the device started to stick on tissue. After removing the device from the tissue, they changed to another device. There was no bleeding and there was no tissue damaged.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.